Manufacturer narrative:
Patient information provided. The hardware investigation found that the reported event was related to physical damage. Visual inspection found galling marks on the outside shaft of the bit guide, and at the back end of the bit guide. The bit guide was rough going in to the universal drill guide. Also, a gouge was found at the tip of the bit guide. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's bit guide 3mm was damaged. The guide wire became jammed in the side of the bit guide. The site used another bit guide from another tray to continue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.